Event description:
It was reported that the blade broke at the mount during a surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Additional information: lot number received from customer to determine manufacture and expiry dates product was returned for evaluation device evaluation: investigation results indicate that the blade broke due to a torsional loading or bending moment being applied while in use. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control." The associated devices IFU's state that the device and associated handpieces are "intended for surgical procedures involving cutting bone and hard tissue". The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting product return.

Event description:
It was reported that the blade broke at the mount during a surgical procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.